Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the device leaked blood. No patient or user impacted.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2025. Investigation summary: bd received approximately 10 samples and 1 photo for investigation. The customer photo depicts the device packaging but fails to show the reported defect. The 10 returned samples were subjected to functional tests, each using 10 tubes per needle to assess functionality. All these samples passed the tests with no evidence of damage or leakage during the draw. Additionally, 30 retained samples were also subjected to functional tests using 10 tubes per needle. All these samples passed the tests with no evidence of damage or leakage during the draw. Furthermore, these 30 retained samples underwent additional functional tests for retraction lockout. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the device leaked blood. No patient or user impacted.